Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while on a pt. The pt was not injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the psol. The unit passed extended self testing.